Manufacturer narrative:
A supplemental MDR is being submitted, following completion of the engineering evaluation. B4, g3, g6, and h2 have been updated. H6: type of investigation, investigation findings, investigation conclusions, and h11 have been corrected. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. In this case, the inflation difficulty, balloon burst, and difficulty withdrawing the system through the vasculature are unable to be confirmed as no device/imagery was provided for review. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. A review of the IFU/training materials revealed no deficiencies. The instructions for use (IFU) and training manual instruct the user to retract the tip of the flex catheter to the center of the triple marker before initiating valve deployment. The instructions state: 'pull back flex catheter so it is off the balloon during deployment, position the flex tip in the middle of the triple marker, and lock the balloon lock. Positioning the flex tip on the triple marker prior to thv deployment will help maintain stability while ensuring unobstructed inflation during deployment.' In this case, the flex tip of the delivery system was not retracted prior to balloon inflation. This may have constrained the balloon and caused excessive inflation pressure, leading to balloon burst. As such, available information suggests that use error (not retracting flex tip prior to deployment) may have contributed to the reported balloon inflation difficulty and subsequent burst. In this case, the balloon burst during deployment. A burst balloon can lead to a larger balloon profile, potentially interacting with the sheath and creating additional resistance during withdrawal. As such, available information suggests that procedural factors (withdrawal of burst balloon) may have contributed to the reported withdrawal difficulty event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist, during a transfemoral aortic valve replacement procedure with a 26mm sapien 3 ultra resilia valve, prior to deployment of the valve on commander system, the physician failed to pull pusher back. The valve appeared anchored and patient stable. The implanting interventional cardiologist (ic) noted it was difficult to pull the delivery system into the sheath. The implanting ic was able to get most of the delivery system (ds) into the sheath and removed sheath and ds as a unit. It was then decided to go back in with a 16fr sheath to maintain hemostasis and re-balloon with a 26 commander. Re-balloon was successful and valve was fully deployed. There was no harm to patient, no injury to access site. The patient was stable and transferred out of the lab. Per follow-up communication with the field clinical specialist, there was a balloon rupture during valve deployment and the distal end of the sheath was flared.

Manufacturer narrative:
The investigation for this report is ongoing.